Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a software failure. A field service engineer spoke with the information technology team to review the requirements and explained to the customer that the all-in-one unit had been replaced, requiring a new mac address to be added to the hospital firewall. The customer initiated the process, and the station was successfully displayed on the hospital network. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station n5a screen was replaced, and afterward the device pulled a new mac address and went offline. Customer stated that patients and orders did not cross. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.